Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed when he went to insert the short port btt into the pt's incision that the black inflation valve was missing altogether. They could not find the valve in the field, in or, or in the packaging. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Qa is interpreting this as the black inflation valve dislodged and this will be considered an MDR reportable event.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).